Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The patient has been rewarmed and was maintaining normothermia. The control processor failed to detect a simulated water temperature fault. Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, contact the biomed. Had nurse select continue current patient and empty pads as the device alarmed the reservoir was empty. Therapy continued. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 80 (non-recoverable system error, control processor failed to detect a simulated water temperature fault) on arctic sun device s/n (B)(6). The patient has been rewarmed and was maintaining normothermia. The control processor failed to detect a simulated water temperature fault. Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, contact the biomed. Had nurse select continue current patient and empty pads as the device alarmed the reservoir was empty. Therapy continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 80 (non-recoverable system error, control processor failed to detect a simulated water temperature fault) on arctic sun device s/n: (B)(6). The patient has been rewarmed and was maintaining normothermia. The control processor failed to detect a simulated water temperature fault. Turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, contact the biomed. Had nurse select continue current patient and empty pads as the device alarmed the reservoir was empty. Therapy continued.